Event description:
It was reported that a female patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis, cardiothoracic surgery and extended hospitalization. The patient¿s medical history is unknown. The patient was reported to be in good condition at the time bwi followed-up with the affiliate. The physician¿s opinion regarding the cause of this adverse event is that he isn¿t sure about what caused this event. Settings during the event include: power settings of 30-35 watts, irrigation flow settings at 30cc¿s, mobicath and sjm 8.5fr sl1 sheaths were used. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since lot #:17071433m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant products used: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4); product name: stockert 70 rf generator, us catalog #: s7001, serial #: (B)(4); product name: coolflow® irrigation pump, us catalog #: cfp002, serial #: (B)(4); product name: thermocool® smart touch¿ bi-directional navigation catheter, us catalog #: d132705, lot #: 17071433m; product name: lasso® nav eco variable catheter, us catalog #: d134301, lot #: 17104603l; product name: mobi sheath, us catalog #: d140010, lot #: w2817145. Non-bwi products used: brk1 needle and 8.5 fr sl1 sheath (B)(4). (B)(4).